Event description:
It was reported that at completion of treatment with an ak 98 machine, the patient ultrafiltration volume (uf) was 3.2l however, the uf volume had been set to 2.7l. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was inspected on site by a qualified technician. During visual inspection, the technician observed that the variable flow valve was out of calibration and the ultrafiltration (uf) cells were contaminated due to the lack of disinfection with sodium hypochlorite. To solve the problem the technician replaced the variable flow valve, cleaned the device with clean cart c and performed sodium hypochlorite. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.